Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left laparoscopic donor nephrectomy procedure, on the first firing across vascular tissue, the staples did not fire on one side of the reload, which lead to excessive bleeding. The surgeon converted into open surgery and bleeding control. The patient required multiple blood transfusions and is on post-op ventilation. Additional information has been requested regarding update on patient status and additional details of the event, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Results: wedge band bypass the analysis results found that the device was returned in good condition, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/4 fired and the right side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck was found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.